Event description:
Oversensing of artifact and possible far field oversensing on atrial channel that could affect device function. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).